Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that there is also damage to the insulin pump. Customer's blood glucose reading was 233 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.